Event description:
It was reported to boston scientific corporation that a genesys hydro thermablator procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2012. According to the complainant, three fluid loss alarms occurred approximately five minutes into the ablation. The system automatically went into cool down as intended. During procedure closure it was noted that there was a dime sized burn on the bottom side of the patient's cervix. The physician classified the burn as superficial and treated it with silvadene cream. The patient was reported to be fine. An additional attempt has been made to obtain follow up event details with no response from the clinician.